Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral valve in valve procedure, a 26mm sapien 3 valve was implanted in an existing sapien xt valve. Per the limited information available, the sapien xt valve may have been ¿under-expanded¿. No further information is available at this time.

Manufacturer narrative:
(B)(4). The valves remain implanted in the patient and are not available for evaluation. Multiple attempts have been made to obtain additional information regarding the reported event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Based on the limited information available, the cause of the possible worsening pvl observed post valve deployment cannot be confirmed; however, the ¿under-expansion¿ of the valve and the mechanisms described above may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.